Event description:
New information received indicated that when asymptomatic patient presented in the hospital, the device continue to show non-sustained rv oversensing due to post-paced t-wave oversensing. New programming changes were made during the device check.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported an asymptomatic patient presented remotely a transmission showing episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made during the device check.